Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's cause of the low impedances and change in therapy coverage was unknown, but they were resolved at the patient's last visit. They made changes to the patient's high density programming, and the rep noted that the patient has a follow up appointment in the coming weeks. Additional information was also received from the patient that after their settings were changed they couldn't feel them, but they are working. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implant seemed to be stimulating her in the back of her legs and feet. The patient stated that the stimulation should be in her lower back. The patient thought it was her neuropathy flaring up but it wasn¿t and had been going on for a couple of weeks. Troubleshooting confirmed stimulation was on and reviewed how to adjust stimulation and change programs. The patient noted that she had tried increasing stimulation and changing programs but it didn¿t help as she had to increase stimulation so high she couldn¿t stand it. The patient was directed to follow-up with her healthcare provider. The indication for use was non-malignant pain and failed back surgery syndrome. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient has had several falls in the past year, but none specifically that correlate to the change in therapy. The rep reported that there was a change in therapy coverage. The change in therapy coverage wasn¿t related to positional movement. The rep reported that there were several combinations that read less than 250, avoid on the impedance test. The rep also reported that the patient had been getting relief in the back but wasn¿t getting stimulation in the legs. The rep reported that there was a change in stimulation and stimulation in the wrong locations. This was noted to be a gradual change. No further complications were reported.